Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with a battery draining itself too soon in the insulin pump. Customer replaced the battery but she stated that the issue still happens. Customer had a power loss alarm and was advised that the pump will need to be replaced.

Manufacturer narrative:
The power loss, low battery and power error 25 alarms were confirmed in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to the non-sleep anomaly software error. The power loss alarm occurred after the error 25 alarm was cleared. The pump was received with a scratched case, pillowing keypad overlay and minor scratches on the lcd window.